Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00899 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient's lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and attempted to place another ultraflex tracheobronchial stent, only to get the same result. The procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Further investigation was not possible, as no samples were available for return by the customer and samples cannot be artificially prepared. On (B) (6) 2010 customer reported no further issues.

Event description:
User ran a patient sample for vancomycin which gave 3 ug/ml on the other i400 "a" (B)(4) at the site and was reported. The doctor mistakenly ordered vancomycin instead of tobramycin to be run on this sample and then questioned the vancomycin result reported as not possible due to patient not being treated with vancomycin. The next day the sample was repeated giving 3.5 ug/ml on i400 "a". On (B)(6) 2010 the sample was run on this i400 "b" (B)(4) giving 5.36 ug/ml. The same day the sample was sent to another facility for testing giving vancomycin results of 0.24 and 0.47. These results were accompanied by a limit low data flag. Analyzer/method and units of measure were not provided. The sample was again retested at this facility on (B)(6) 2010 using the i400 "a" giving a result of 4.5 ug/ml. On (B)(6) 2010 a second sample was obtained from the patient and tested on both i400 analyzers at the site giving 4.2 ug/ml on i400 "a" and 4.66 ug/ml on i400 "b". On (B)(6) 2010 two additional samples were obtained from the patient and tested. Both samples (serum and plasma) gave < 0.7 ug/ml run on i400 "a". The patient was not adversely affected by the reported result. Vancomycin reagent lot number, 61383801. The field service representative was unable to find a cause. He checked system analytics for any issues with rinsing/washing probes and verified analyzer photometry. He ran check cassette precision and accuracy performance tests which passed within specification. Analyzer verified to be performing within specification.

Manufacturer narrative:
(B)(6).